Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a spinal surgery that was not related to the pump. The patient then experienced a return of symptoms. On (B)(6) 2011, the catheter was aspirated. The pump drug dilaudid was programmed to minimum rate. An exploratory catheter procedure was performed on (B)(6) 2011; it was determined that during the unrelated spinal surgery the catheter was "sutured down." Therefore the patient was not receiving drug due to a catheter kink. The catheter was un-sutured. The catheter was determined to be patent and the issue was resolved. The dilaudid dose was going to be lowered following surgery since the patient was without drug "for a long time." The new dose was dilaudid 10 mg/ml concentration. A prime bolus was programmed to occur over 12 minutes. After 12 minutes elapsed, a pump memory error occurred when the pump was reinterrogated. Sources of electro-magnetic interference were present. The pump was again interrogated and data could be entered. The patient was "doing great and everything went just fine moving forward." The issue was resolved.